Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised due to unknown reasons approximately one year and two months post initial implantation. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
This follow up report is being submitted to relay corrected information. Implant date: (B)(6). 2014

Manufacturer narrative:
Reported event was unable to be confirmed. Device history record (DHR was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow up report is being submitted to report corrected information. Unknown explant date.

Event description:
It was reported that a patient underwent an initial total hip arthroplasty on an unknown date for an unknown reason. Subsequently, the patient is being considered for a revision procedure due to unknown reasons on an unknown date. Attempts have been made and no further information is available at this time.